Manufacturer narrative:
(B)(4) see claim (B)(4) for fellow eye.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause of contribution of the reported issue is not indicative of a manufacturing related issue of product.